Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) levels exceeded 500 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (right side of abdomen), the pod's cannula was found bent. As treatment, a manual injection was administered. The day before they gave the patient a temp basal drop by 20% and had discontinued at lunch time when the patient was so high. Patient had large ketones. Patient¿s mother stated the adhesive looked loose a little but she had applied some physio tape. Patient discarded the pod so device is not available for return.

Manufacturer narrative:
Corrected from other to consumer.